Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced inaccuracy in cgm readings. Patient stated that his cgm was reading over 400 mg/dl, but he did not have his bg meter to confirm the reading so he treated himself with insulin. Patient subsequently experienced a hypoglycemic event and lost consciousness. Patient's girlfriend called the paramedics, who administered a dextrose IV. Patient stated that, according to the paramedics, his bg was at 22 mg/dl or 18 mg/dl when they arrived. Patient regained consciousness after receiving dextrose, and no follow up medical treatment was required. Patient reported he was not experiencing any other symptoms at the time of his call to dexcom technical support.